Event description:
The pt received his scs system including a neurostimulator receiver on (B)(6)2005. Approx five years later, it was reported that the pt was experiencing overstimulation sensations just prior to a complete loss of stimulation. The physician explanted the receiver and replaced it with an ipg. The explanted receiver was not returned for analysis. Follow up on the pt found that the pt is doing well.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.